Manufacturer narrative:
The product was returned to the manufacturing site for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: sep 18, 2025. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint device revealed that stress marks were observed on the cartridge tip; the cartridge tip was bent and damaged. The cartridge was also damaged. No issues were identified with the lens module, device assembly, and plunger rod advancement. The plunger rod tip was bent. The lens was received wrapped in a piece of tape and cut in half. The lens was removed from the tape and cleaned revealing the that lens was scratched. The complaint issue lens damage was not identified during photo and product evaluation. The observed "dc-cosmetic issues" is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Manufacturing record review: the manufacturing records review for this production order shows that the units were released within specification. No process deviations (dev), nonconformances (nc/nr), or capas were found as part of this manufacturing records review. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3,a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that surgeon implanted a preloaded intraocular lens (iol) into the patient's eye. Reportedly the lens had a fault in the middle whereby there was a deformity. The lens had to be cut and removed, which did not result in any injury to the patient. There was no delay in treatment and other interventions performed. No further information was provided.